Event description:
Reportedly, during dialysis with citrate, the blood pump stopped with 1 yellow bip alarm. Restarting the treatment was unsuccessful. Clinical consequences: treatment not managed due to blood pump stopping. No reported patient injury or death. Coagulation inside the circuit. Replacement of the device. Actions taken: a baxter technician evaluated the device and noticed a software bug. While awaiting modification of software the machine is not being used with the citrate mode.

Manufacturer narrative:
Review of the device history record indicates that there were no shown indicators which could be correlated to the issue. The device met all requirements during final inspection. However, the suspect affected part was evaluated and the failure was confirmed. The clutch cuff was inspected visually and the rupture of the clutch cuff was found. The following actions related to the issue are in process: 1) the affected clutch cuff will be send to a material test lab for material specific analysis to identify the root cause of the issue. 2) a test bench will be developed for long time test of the clutch / clutch cuff under worst case and accelerated ageing conditions. The accelerated ageing condition means a number of rotations with an equivalent of 10.000 standard operation hours (30.000 rotations). The test bench will be created with the original motor - pump unit and a specific motor driver electronic to realize higher speed. 3) a contingency plan for selection of an alternative clutch for the citrate / ca++ pump is being developed. The selected alternative clutch will be verified and tested under accelerated ageing conditions.